Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the patient was not happy with their vision after surgery or during the follow up visit. The lens was explanted and a 3.0 incision enlargement was required. Another amo lens was implanted. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Implant date: if implanted, give date: unknown. Initial reporter: two doctors were identified as possible reporters: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.